Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03227. It was reported the patient was hospitalized 9 days post-implant due to experiencing a pulmonary embolism. The patient was treated with blood thinners and released from the hospital after 5 days. It was also reported the patient went to the ER with stomach pain as well as pain at his scs ipg pocket site while using system stimulation. Follow-up identified all issues have been resolved and the patient has been referred back to his primary care physician.